Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The test strips have been received but not yet evaluated. Lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter displayed an "error 5" message using 3 different lot numbers. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began a couple weeks prior to contacting lfs. The patient manages her diabetes with an insulin pump (type not specified). It is not known if the patient made changes to her usual diabetes management routine. A few minutes before the start of the alleged issue, the patient claims she felt symptoms of shaky and sweaty. The patient drank juice as treatment. For reasons unknown, on the early morning of (B)(6) 2012, the patient went to the emergency room (ER). The patient did not specify results obtained with the ER meter. A health care professional (hcp) treated the patient with food and/or drink. At the time of troubleshooting, the cca was not able to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because, the patient allegedly received medical intervention from an hcp after the reported issue began.